Event description:
Patient in cath lab for planned rotational atherectomy and stenting of left anterior descending artery (lad). Tip of rotablator wire retained in distal lad. Attempts to snare and remove broken wire were unsuccessful. Wire secured to vessel wall with stents. Patient stable. No permanent harm.